Manufacturer narrative:
(B)(6). Additional product code: hrs. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s last name is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 a patient underwent a fourth revision procedure due to infection, nonunion, and broken devices. The patient underwent the initial procedure to treat a humerus fracture on an unknown date. Postoperatively, the patient was returned to the operating room for unknown reasons and underwent three revision surgeries. During the third revision on (B)(6) 2014 the patient was implanted with synthes devices. It is unknown what devices the patient was implanted with during the first two revisions; the dates of the first two revisions are unknown. On an unknown date after the third revision, it was identified that a synthes 2.7mm / 3.5mm variable angle (va) locking compression plate (lcp) medial distal humerus plate 6 hole plate, a synthes 2.7mm / 3.5mm va-lcp posterolateral distal humerus plate with lateral support, and one unknown 2.7mm va locking screw broke. In addition, it was identified that the patient presented with an infection and a non-union. On (B)(6) 2017, the patient was returned to the operating room for a fourth revision where the surgeon removed the broken plates, the head of the broken screw, and twenty-four (24) intact screws. The shaft of the broken screw remains embedded in the patient's bone. There were no intraoperative issues and no surgical delay reported. The surgery was successfully completed and patient outcome was listed as good. This is report 14 of 16 for (B)(4).